Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back. The area was reported to be blistering and similar to a bed sore. During a follow up, the patient reported that one of the blisters had opened and that the irritation hadn't improved. The patient reported that he was tolerating it and that he didn't want customer support to contact him about the irritation anymore. The final medical outcome of the irritation is unknown. There is no indication that the patient sought medical attention.